Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas with an unresponsive sleep/wake button could not be unlocked, which prevented a breakfast announcement and was followed by elevated blood glucose up to 316 mg/dl for approximately 2.5 to 3 hours; the device later alerted to both high and low glucose, and the user also experienced a low of 60 mg/dl that was corrected with oral glucose, while the ilet delivered corrections for the hyperglycemia. Symptoms included no reported clinical manifestations associated with the high or low glucose. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included customer service troubleshooting, including charging, extended wake-button press, force-closing and reinstalling the mobile app, firmware verification, and app/device syncing guidance. Investigation of this case revealed a device performance problem consistent with an unresponsive sleep/wake control on the ilet, with normal alerting and insulin delivery otherwise reported. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction related to the user interface component.